Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient¿s identifier is (B)(6) . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-oct-2021, mentor became aware that updated dates of implant and explant were accidentally omitted from the previous report. The implant and explant dates were added to sections d6a and d6b respectively. Manufacturer's reference number: (B)(4) updated implant/explant dates were accidentally omitted from the previous report and have been added to section d appropriately.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 235741 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: immunodeficiency, auto immunity, urticaria. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch mw5093803 form that a female patient underwent an unspecified breast implantation procedure with a mentor smooth round high profile 380cc on the left side and with gel mentor breast implant of unknown type on the right side and experienced immunodeficiency, auto immunity, urticaria. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the left breast implant.